Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective 5-year assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported instent occlusion could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use. Correct procedure for stent placement was found addressed. Relevant labeling supplied with this product was reviewed. H11: b5, h6 (result). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately eight months and one day later post stent placement procedure through the superficial femoral artery with four stents, the subject had an adverse event of an occlusion of all four stents of left superficial femoral artery; the reported occlusion, was alleged to be possibly related to the study device and study procedure. It was further reported that approximately five years four months and six days post stent placement procedure, the subject had an adverse event of septicemia; and the reported event does not related to study device and procedure. Reportedly, the adverse event does result in death.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 10/2020) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that eight months and one day post a stent placement in the distal superficial femoral artery via the left leg, the subject had an adverse event of occlusion of the stent of left superficial femoral artery. It was further reported that approximately five years, four months, and six days post a stent placement, the subject had an adverse event of septicemia. Reportedly, the adverse event resulted in the subject's death, and the relationship of adverse event was not related to the study device and was not related to the procedure. The current status of the patient is unknown.